Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the lesion was dilated with another company's balloon catheter. While attempting to withdraw the balloon catheter it met strong resistance with the balance hc guide wire. It was removed with force. The balloon catheter was removed with the guide wire at first, then finally, all of the devices (the guide wire, dilatation catheter and the guiding catheter) were withdrawn from the vessel at once. When checked outside of the vessel, the guide wire was found to be separated inside the balloon catheter and the guiding catheter. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The tip coils were pushed distal from the center solder for a length of 1mm causing the tip to be in a hook shape. The core was separated at the distal end of the hypotube. There was a piece of core extending out the hypotube. The proximal end of the distal end of the separated guide wire, 2cm distal to the separation was in a cork screw shape. There was a kink in the proximal end of the core 7cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The separated guide wire was advanced through a .0145" hole gauge up to the cork screw shape of the guide wire. The guide wire would not advance past the cork screw and then advanced the proximal separated portion of the guide wire up to the kink in the proximal end of the guide wire. The guide wire would not advance past the kink in the core. This did not meet manufacturing criteria. The guide wire was tugged on to verify the core and shaping ribbon were intact. The guide was sent to the lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The scanning electron microscopy (sem) showed that the core immediately adjacent to the hypotube joint had been bent excessively and the core fractured from ductile overload. From the incident information, it appears as if there was strong resistance between the guide wire and the catheter. The hypotube joint likely bent during the attempt to remove the catheter from the guide wire. Once the core is heavily bent, it is weakened and continued manipulation and pulling can fracture the joint as appears to have happened in this instance. There was no manufacturing related quality issue found in the analysis. The lot history record was reviewed and there was no non-conformities associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This very low-level failure mode will be trended. Action may be taken based on adverse trend results. To insure this does not occur, manufacturing 100% checks all guide wires for any bends or kinks along the core. Also, every guide wire is non-destructively checked for hypotube joint tensile strength and must meet the minimum 2 pound specification requirement. Additionally, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. This MDR is considered closed by the product performance group.